Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional product code for this report includes; hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed for the non-sterile lot 6851873: mark two engineering, inc. Manufactured the 16mm reamer head, sterile, for reamer irrigator aspirator system. The certificate of compliance indicates the lot was manufactured and conformed to specifications, per the relevant synthes drawing. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related issues, material review reports, or non-conformance reports associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was extracting a graft of the left femur with (ria) reamer irrigator aspirator system and encountered much resistance. The surgeon decided to remove the entire (ria) reamer irrigator aspirator system and found that the medullary reamer head was within the medullary canal and that the shaft had split in the tip. The medullary reamer head was removed from the medullary canal. The devices were scrapped. There was a surgical delay of approximately about fifteen minutes. This report is for 1 of 2 complaint (B)(4).